Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch verio iq meter is giving inaccurate erratic readings of ¿62 and 223 mg/dl.¿ this complaint was classified based on the customer care advocate (ca) documentation. The inaccurate erratic issue began on (B)(6) 2014. On (B)(6) 2014, the patient reportedly took 2 units of novolog insulin to manage his diabetes. He reportedly has symptoms described as ¿dizziness and weakness¿ two week after the onset of the reported issue. The patient did not require any medical intervention to suggest a serious injury was associated with the reported issue. During troubleshooting, the patient confirmed that the readings of ¿62 and 223 mg/dl¿ were taken within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. This complaint is being reported due to the alleged inaccurate erratic issue. There was no evidence of a serious injury as the patient symptom did not meet the lfs criteria of acute complication of diabetes. The lfs products were replaced and requested back for investigation.

Manufacturer narrative:
Follow-up # 1 ¿ (08/15/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.